Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following spine radiotherapy the implantable pulse generator (ipg) could no longer be interrogated. It was noted the device was still stimulating. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.